Event description:
During biomed testing and routine preventative maintenance of the device, the device would not discharge during a self-test. The complainant indicated that there was no patient involvement in the reported malfunction.